Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc was selected for an atherectomy procedure in the superficial femoral artery (sfa). A non-boston scientific filter guidewire and rotaglide atherectomy lubricant were used in this procedure. After a few passes in the sfa, the device stopped aspirating. The procedure was completed with another device. No patient complications were reported.